Manufacturer narrative:
Continuation of d10: product ID 97755-s serial# (B)(6) product type recharger analysis of the recharger, model 97755-s, s/n (B)(6) found complaint unverified - found no issues finding or charging ins. Worn donut, doesn't affect rtm. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H6 : codes updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755-s, serial/lot #: (B)(6), medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device. The reason for call was patient reported that they were not able to charge their implant. Patient stated that the controller was at 100% and the implant had a red triangle on the side of it. Patient mentioned that they reset the controller and blew into the controller port, but the implant was still not charging. Patient mentioned that it was doing fine up until last week when trying to charge the implant; patient added they saw the green controller light but when they tried to recharge and get a quality all they saw was a danger sign on the implant. Patient noted they got upset because this never happened before; patient added the recharger gets really warm and hot. Patient stated they texted a rep late last night about the issue because they needed some help but ended up calling patient services today. Patient asked what happens when there is no charge in the implant; agent reviewed information. Agent walked patient through resetting the controller. Patient confirmed that there was no damage to the recharger. When asked for an event date; patient reported they charged last monday last week and usually it lasts pretty good and then they went to charge but it wouldn't do it and then they saw the white battery with the red ring and danger sign last night but have been messing with it last week and left a message with rep. Because they hadn't been getting any relief since they got the implant. A replacement recharger telemetry module (rtm) was sent out. Pt received the replacement rtm cord but pt stated the ins is not advancing past 30% even with excellent charge quality and the controller battery is decreasing but the ins will not advance even after an hour. A replacement controller was sent out. No symptoms were reported.

Event description:
Pt (patient) called back stating that they didn't get a new battery pack to use with their new controller. Agent reviewed with the pt to use the battery pack they had from the old controller, however pt said that they sent the battery pack back with the old controller. Agent reviewed battery pack replacement with the pt. Patient called back regarding the same issue with charging their implant. Patient mentioned that they would try to charge their implant but cant get it pass 50 (agent understood this as the passive recharge connection strength). Agent walked patient through removing the battery from the controller and connecting controller to ac power supply. Patient confirmed controller turned on and is on the set up screen. Patient inserted battery and confirmed controller was charging by noting the green blinking light. Agent walked patient through setting up replacement controller to pair with ins. Patient went through passive recharge mode but connection strength would always be below 60 no matter how the patient moved the recharger antenna over the implant. Patient then eventually saw the normal battery screen. The controller battery was 80% but the ins just said recharge (instead of the normal recharging screen) and there was no blinking light on the controller which meant it was not charging their ins. Agent asked if patient had any recent falls lately and patient stated they did a few months ago but it they could still get at least good or excellent on their controller while charging their ins, patient noted it would be difficult to charge their ins but they would still be able to before last week. Agent redirected patient to hcp to further address the issue.

Manufacturer narrative:
B5: updated with additional information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient stating that the issue is still not clarified and he is still in pain. Everyday he made several calls concerning this issue and he was promised 80% pain relief but he is getting only 50%. Patient also said that changes were made but he never received the relief he was promised and he is back to physical therapy twice a week. Patient said he changed doctor and will receiving an MRI which was not done since implant.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.